Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that the plate fractured while bending and another plate was used to complete the surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two photos were provided. The first photo shows the blue snap case with the product label and a plate inside. Visual examination of the second photo shows red discoloration on the surface of the plate, and the plate is fractured at one of the screw holes. Medical records were not provided. Review of the device history records and certs identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate fractured during surgery. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.